Event description:
This is report 2 of 2 where a customer contacted baxter's global technical service center to report a leak in the transfer set while on the homechoice machine during drain 1. The home patient (hp) stated that he just started therapy and noticed a leak in his transfer set. The hp stated that he needed assistance ending therapy. The technical service representative assisted the hp with ending therapy early and advised the hp to call the nurse or doctor and let them know what has happened. Follow up with the nurse revealed that the patient was seen immediately after the incident and the transfer set and the adapter were fine. The transfer set was not replaced. However the patient was treated prophylactically with antibiotics. The nurse believes that the patient did not connect appropriately to the cassette. The nurse stated that the cassette was discarded. The nurse further indicated that the patient was seen this morning in the clinic ((B)(6) 2010) and is fine. No patient injury was associated with this report

Manufacturer narrative:
(B)(4). This complaint for a leak found during drain was not confirmed due to unavailable sample. A batch review was not performed due to unknown lot number. A root cause was not identified due to insufficient information. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The sample was discarded. Should additional information become available, a follow up MDR will be submitted.